Event description:
Customer reported when the meter was connected by a data cable to the computer it began emitting a burning smell. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and a new issue was observed. The meter was disassembled and visual inspection was performed. There was no observation of smoke or burned marks on the printed circuit board. In addition, a blank screen issue was observed. (B)(4).